Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle opened by the account. This evaluation was based on technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the returned products and an evaluation of the returned device. The handle was dismantled for visualization of internal components. The c-clip which secures the blue button was not present. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 0 autoclave cycles for the handle. Further functional testing could not be performed. Engineering could find no evidence that the c-clip was ever present signifying that the assembly of this clip was not performed. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the missing c-clip. The assembly of the c-clip which secures the close button was missed, allowing this button to disengage. A manufacturing enhancement has been initiated to prevent this condition from recurring. The file will be closed as an assembly error. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap assisted distal gastrectomy, the device was handed to the surgeon, and he pushed the blue button to check the function outside the body. Then the blue button completely came off. There were no extra force to push or strange sound as it came off. The device was not used on a patient. Another handle was opened to continue.